Manufacturer narrative:
The surgical technique notes:" if dense bone is encountered, use the tibial peg drill and drill through the four pilot holes of the tibial baseplate trial before positioning the tibial tower onto the tibial baseplate trial. " inserting the tibial baseplate into hard bone without drilling places additional stress on the pins, likely contributing to breakage 1. There is no know deviation from the surgical protocol. 2. Being reviewed by the manufacturer at this time. 3. Will return to manufacturer for disposition and evaluation.

Event description:
Dr. Removed the tibial tower using the slotted hammer with the punch and punch adapter inside the tower per standard surgical protobol after preparing the tibial keel. Upon inspection it was a noted both anterior spikes on the tibial tower had broken, both spikes remained inthe tivial plateau and were removed using a kocher clamp. Jason w said this patient had hard bone. There was a minimal delay int he case to remove the spikes, and case was competed successfully.